Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 the following sections were corrected: h1 uncheck summary report d4: attempts have been made to gather all product identification information and no further information has been provided. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device history record review cannot be performed without product identification. - medical records were not provided. - a definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. - complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). A2: age at implant: between 40 and 64 years. D6a: initial procedures: between mar 2007 and oct 2013. D10: rsa biomedical tantalum beads. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - head. Citation: robertson, t.s., solomon, l.b., howie, d.w., et al. (2025). Highly porous tantalum acetabular components without ancillary screws are non-inferior at 7 years when compared with titanium components with ancillary screw fixation: a randomized control trial. Arthroplasty today, 33(101709), 1-7. Doi: 10.1016/j.artd.2025.101709. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient was revised due to infection on an unknown date. Attempts have been made and no further information has been provided.